Event description:
It was reported that the peek cage broke in half upon insertion in l4-5 space. The cage was replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4). Macroscopic examination confirms the implant is fractured into multiple pieces and broken. Microscopic examination of the fracture surfaces reveals brittle fractures and cracks in multiple locations with no indication of fatigue. Some fracture/crack initiation sites appear to be located at the intersection of the diamond shaped facets, which could act as a stress concentrator. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.